Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The device history record review indicates that all components of the gladiator shell were in specification when manufactured. The product was not returned. Evidence that product in specification when used. Undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Event description:
Allegedly revised due to disassociation.